Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection found that the housing has some small dents, cable assy has bulges which indicate a defect in the cable. Cable and housing are discolored. A functional evaluation found the reported scenario can be confirmed. The mdu cable has a broken wire directly under a bulge. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: case- (B)(4).

Event description:
It was reported that, during surgery, one (1) mdu powermax was overheating (mainly the cable). It is unknown if there was a surgical delay and how the procedure was finished. No further complications were reported.